Event description:
Patient was implanted with two rods on (B)(6) 2010. Reportedly the rods broke post operative. Removal of the rods is unknown. This report is #2 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: additional codes: mni, kwp. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.